Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. The patient developed a seroma on (B)(6) 2013. The seroma was aspirated at that time. The surgeon opines that the event is not related to the mesh but related to the procedure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.